Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented in the hospital on (B)(6) 2016 with light headedness. Upon interrogation episodes of ams were present with what appeared to be atrial lead noise. The noise could not be reproduced with multiple attempts using isometrics. No programming changes were made. The patient was discharged and will follow -up with cardiologist.